Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead check changed lead from bipolar to unipolar due to out-of-range impedance. Some noise is visible on rv channel after paced and sensed events. Full lead evaluation is recommended. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.